Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0338 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6). The patient was admitted to the hospital for breast cancer. On (B)(6) a peripherally punctured central venous catheter was used for postoperative chemotherapy. The pipeline was blocked at 15 on (B)(6). And at 16:00 on (B)(6). The heparin saline solution still fails after flushing the tube, and the patient is re-inserted for treatment.